Manufacturer narrative:
The following devices were also listed in this report: mitch trh md hd sz 50-4; cat# mmh-9988-0450; lot# fm074310 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
On (B)(6) 2022 in a patient was admitted to the surgical and orthopedic ward as an emergency as a result of a transfer by the emergency medical team. After an x-ray examination, the patient was found to have an abg stem fracture of the right hip. The abg stem in 2008. On (B)(6) 2022 revision surgery of the right hip joint was performed (removal of the abg endoprosthesis stem removal of the cap head. Open setting of the fracture with internal stabilization (femur)). Replacement of the stem and femoral head was performed. There is a drilling on the stem, (a hole) which was made to remove the stem during the surgery.

Event description:
On (B)(6) 2022 a patient was admitted to the surgical and orthopedic ward as an emergency as a result of a transfer by the emergency medical team. After an x-ray examination, the patient was found to have an abg stem fracture of the right hip. The abg stem in 2008. On (B)(6) 2022 revision surgery of the right hip joint was performed (removal of the abg endoprosthesis stem removal of the cap head. Open setting of the fracture with internal stabilization (femur)). Replacement of the stem and femoral head was performed. There is a drilling on the stem, (a hole) which was made to remove the stem during the surgery.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a abgii stem that was mated with a mitch head was reported. The event was confirmed via evaluation of the provided photograph. Method & results: product evaluation and results: no product was returned for evaluation however, a photograph were provided for review. The photograph shows a head and stem. The stem is fractured at the neck close to trunnion. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: no product was returned for evaluation however, a photograph were provided for review. The photograph shows a head and stem. The stem is fractured at the neck close to trunnion. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.